Event description:
During the therapeutic procedure of placing the patient's (age and gender unknown) enteral feeding device, the complainant reported that the physician felt some restriction as a result of the incision being "a little bit small." It was reported that at that point the tube partially detached approximately 30 to 40cm's proximal to the distal edge, while being pulled from the fistula by the physician. The physician then obtained another device and successfully placed that device in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem.